Event description:
During troubleshooting for an unrelated alarm during drain three of four on a homechoice (hc) device, it was reported that the patient line had been dropped on the floor after the home patient (hp) disconnected and the patient line was then reconnected. The hp stated that the patient line was cleaned prior to reconnection. The technical service representative (tsr) assisted the hp in ending therapy and advised the hp to start over with new supplies or to finish therapy using manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.